Manufacturer narrative:
Device was used for treatment, not diagnosis. No patient information available for reporting. Device is an instrument and is not implanted/explanted. Device is not expected to return for investigation as it was missing. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows it was reported that an ortokit set for scheduled for a surgery on (B)(6) 2018. The nurse checked all instrument regarding to the set list and nothing was missing according to the set list. The operation was started and when the surgeon was about to attach the nail to the insertion handle, the screwdriver was missing. The operation could not be performed with the system and the surgeon has to convert to a competitor product. It was noted the screwdriver was removed form the set on the bill of materials however the set does not function without the instrument. A 1 hour surgical delay was reported. The surgery was completed successfully with a competitors device. No information available about patient condition and outcome. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. We received the information from the business quality from the country that this complaint was investigated under 2018-42. See attached file for more information. The customer had received orthokit booking lk 10697354, containing these sets: stpfnann pfna insertion. Stp14tss pfna nails 12-14 mm. Stqpftss pfna im plants. None of these sets include this item 03.023.011 the module set definition is product manager responsibility. This instrument 03.023.011 was removed from set stpfnann by the product manager (changed set definition). The reason for this is unknown. Operation was cancelled. No correction identified. The module content checklist in truvault was modified according to set definition in jde 8.12. The item 03.023.011 was removed in version 3.0 effective 6 february 2018 and added back to the set on 19 february 2018, version 4.0. The latter being the corrective action. All product managers to be informed of importance to include all needed instruments in the set definition. This action is completed on 23 may 2018. All actions taken on 23 may 2018. This action can be closed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.